Event description:
Additional information received reported that the etiology was an injury related to a fall, was unlikely related to device or therapy, and was not related to the implant procedure.

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6) 2013. It was noted that the battery had been close to end of life prior to the replacement surgery.

Event description:
Additional information reported that the implantable neurostimulator (ins) was reprogrammed on (B)(6) 2013. It was also noted that the explanted ins was disposed of per biohazard instructions. The patient outcome, as of (B)(6) 2013,was reported as resolve with sequelae. On (B)(6) 2013 clinical oc neuro interface update (sdy): meddra code updates.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information reported diagnostics were performed and impedances were out of range. It was stated the patient underwent a revision of her implantable neurostimulator (ins) on (B)(6) 2013. It was also reported on (B)(6) 2013 the ins was replaced with a new sensor. It was stated the "0-7 lead had high impedances and 8-15 lead was good". Reportedly, the healthcare provider wanted to bring the patient back at a later date to change out the lead. It was also stated on (B)(6) 2013 the patient was scheduled for reprogramming on (B)(6) 2013.

Event description:
It was reported that there was a shocking or jolting sensation. Once patient turned stimulation on around 1 volt and increased voltage, the patient reportedly was "shocked" at pocket site. It was noted that the shocking did not occur when the stimulation was off. It was stated that the shocking started "about a month" prior to the report and since then, the patient had the turned off. It was noted that the patient fell "about 2 months" prior to the report. A supplemental report will be sent if any additional information is received.

Event description:
Additional information received reported that the battery replacement was prophylactic. The issue was not due to programming.

Manufacturer narrative:
(B)(4).